Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported occlusion error which was reproduced. The evaluation experienced a downstream occlusion and found the downstream sensor current reading with a fluid filled set loaded to be above specification caused by a failed downstream sensor. This elevated signal level is the cause for the downstream occlusion alarm and with a false downstream occlusion present the pump will not auto-restart. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported that there was no patient involvement.